Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, perhaps undersized implant bed, perhaps infection. Dentist suspects iatrogenic course.